Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. Injury to tissues. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during a hydrothermablation (hta) procedure, a fluid leak occurred. A stabilizer and a speculum were in use during the procedure. Approximately 8 mins into the procedure there was a fluid loss alarm (10cc loss). The procedure was aborted the pt was cooled down. Upon examination of the cervix, a burn (degree unk) about the size of a quarter was observed on the posterior cervix and right side of the pt's vagina. Silvadene cream was applied and the pt is scheduled for followup.